Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for rsd/causalgia-complex regional pain syn. The rep reported that the patient no longer wanted therapy and hadn¿t used it in years. They mentioned that sometimes the implantable neurostimulator (ins) would cause discomfort. The patient wanted the device explanted. The device was explanted on (B)(6) 2019. No further complications were reported or anticipated.